Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause of and treatment for the event was not reported. Extraneal and physioneal therapies were ongoing. The patient was not recovered from the peritonitis. No additional information is available.